Event description:
It was reported that the patient has pacemaker and interstim implant. The patient had complications with tachycardia/ pacemaker and the interstim was turned off. After the interstim was turned off, symptoms went away. It was later reported that interstim interfered with electrocardiogram (EKG). It was noted that interstim device interfered with EKG and turned off. The patient saw cardiologist and confirmed there was no relation of interstim and can resume using device. There were no patient symptoms/injuries related to device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).